Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be intact. The keypad buttons were tested and confirmed that the buttons were responding appropriately to presses. The keypad was removed and no button contact defects were observed. The pump was opened and no damage was found to the keypad flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was under responsive to button presses. The patient confirmed that there was no over or under delivery of insulin related to this issue and there was no noted damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.